Manufacturer narrative:
A complete lead was returned in two pieces the connector portion measured 8.5 cm while the distal portion measured 67.0 cm. Analysis was completed. No lead problem found.

Event description:
Related manufacturer reference number: 2017865-2021-25672, 2017865-2021-25674. It was reported the asymptomatic patient presented for a procedure. Upon pre-operation interrogation it was observed the atrial lead had high capture threshold, the right ventricular lead had chronically high defibrillation impedance, and the left ventricular lead was failing to capture. A fluoroscopy was completed to show the left ventricular lead dislodged and the atrial lead had lost lead slack. All the leads were explanted and replaced. The patient was stable.